Event description:
A home patient (hp) contacted (B)(4) regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during drain 2 of 4. The hp stated she disconnected from the hc to use the bathroom and forgot to stop the therapy. The technical service representative (tsr) explained se 2240 indicates a large amount of air has entered setup and advised the hp to cycle power to clear the alarm. The tsr advised the hp to inform the peritoneal dialysis nurse about the alarm. The hp confirmed she would complete therapy with manual supplies. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. The root cause of the system error 2240 (air-in-line) is undetermined because there is not enough information available. The lot number is unknown therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (indicating air in the set) alarm that appeared on the homechoice (hc) unit. The home patient (hp) stated she had already cleared the alarm and disconnected from the hc. The technical service representative (tsr) explained the alarm and possible causes. The patient would finish with manuals. At the time of the alarm, the patient was connected, no patient extension lines were in use, and the cause of the alarm was unknown. Proper procedures per the user manual were reviewed the caller. No patient injury or medical intervention was reported. Product surveillance spoke with the hp on (B)(6) 2010. The hp stated the cause of the alarm was unknown and no defects were seen with the supplies. The device was discarded, no companion sample was available and the lot number was unknown. The hp has been doing fine and continuing therapy on the cycler as usual, using the same transfer set with no further issues.

Manufacturer narrative:
(B)(4). The device was discarded and no companion sample was available.